Event description:
The customer reported that following an abdominoplasty with diastasis repair a pump/catheter was placed for post operative pain. The catheter was placed in the abdomen. The pump was filled with 400 ml's of 0.25% marcaine. The pump settings were 4 ml/hr, 1 ml bolus and a 90 minute lockout. In 2009, the pt presented with a red streak across the abdomen and had some drainage. The pt was placed on clindamycin. Atanput 4 days later, the staph aureus was being taken care of by the clindamycin.

Manufacturer narrative:
The device was not received for evaluation.